Event description:
It was reported that a patient's implantable cardioverter defibrillator fell into bvvi mode during a routine check. A reprogramming intervention was immediately done on (B)(6) 2022 to resolve the issue. The patient was reported as stable.